Manufacturer narrative:
Concomitant medical products: 0144 lead implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire became stuck in the left ventricular (lv) lead during implant. The lead was implanted with the guidewire still inside of it. The wire was not sticking out the tip of the lead. The lead remains in use. No patient complications have been reported as a result of this event.